Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 6.0, lab: 2.9. Pt's therapeutic range: 2.5 - 3.5 inr.

Manufacturer narrative:
Investigation pending.